Event description:
The reporter indicated that a 13.2mm vticmo13.2 -17.0/1.5/119 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged for a shorter length and different power lens due to excessive vault and refractive surprise. The exchange resolved the problem. Cause of event reported as unknown.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Additional information: h3: product evaluation: lens returned dry a microcentrifuge vial. Visual observation found no visible damage to the lens. Dimensional and functional inspections found the lens to be within specifications. Claim # (B)(4).